Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01667. The patient (B)(6) received an scs system, including a surgical lead and two extensions (from the same lot). It was reported that the patient's lead was fractured, and consequently the patient lost stimulation. Diagnostic tests exhibited invalid impedance readings on multiple lead contacts. Intraoperative testing on the lead and extensions yielded the same impedance issues. The physician explanted and replaced the lead and extensions on (B)(6) 2011. No further patient complications were reported.

Manufacturer narrative:
Results: as received, the lamitrode was cut; therefore, no functional testing could be performed on the lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.